Manufacturer narrative:
The sample material was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to a third party laboratory using an unknown method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. The ft4 iii result from the e602 module was 2.87 ng/dl. The result from the external laboratory was 9.28 pmol/l (0.72 ng/dl). The ft3 iii result from the e602 module was 7.32 pg/ml. The result from the external laboratory was 3.73 pmol/l (2.43 pg/ml). The patient takes methimazole. The patient stopped taking the drug for 2 weeks and a new sample was obtained and the patient was re-tested with the following results: the ft4 iii result from the e602 module was 3.34 ng/dl. The result from the external laboratory was 11.9 pmol/l (0.92 ng/dl). The ft3 iii result from the e602 module was 7.85 pg/ml. The result from the external laboratory was 4.29 pmol/l (2.79 pg/ml). The results from the e602 module were reported outside of the laboratory where they were questioned by the clinicians. The e602 module serial number was (B)(4).

Manufacturer narrative:
A sample from the patient was submitted for investigation. The high ft3 and ft4 results were reproduced. Further investigation of the sample determined the patient's sample contained an interfering factor to the ruthenium component of the reagent. This interference caused the patient's high ft3 and ft4 results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.